Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. Analysis of the 960-152 found insufficient information. At least three documented attempts have been made to retrieve exams with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that half of the images in the series showed inverted and the other half did not. There was no patient present when the issue occurred.